Manufacturer narrative:
Correction: e4 the investigation of the reported failure mode has been completed. No product was received for evaluation. Minor bleed: the root cause of the injury was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Thrombocytopenia: the cause of the thrombocytopenia was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient experienced access site bleeding and thrombocytopenia during impella cp support. Access site bleeding was noted from oozing at the axillary site and was treated by packing and placing a drain. Additionally, thrombocytopenia was found and as a result the extracorporeal membrane oxygenation was decannulated. Patient survived.